Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: carto 3 system, model #: fg540000, serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a heart block av requiring a surgical intervention. During the procedure, a transient self-resolving heart block (degree unspecified) was identified via ECG. There were no interventions initially. Patient remained hospitalized overnight. On post-procedure day 1, a pacemaker was inserted. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on may 4, 2018. It was reported that a female patient underwent an ablation procedure for supraventricular tachycardia (svt). During the procedure, after using biosense webster, inc. Products, a transient self-resolving heart block (degree unspecified) was identified via ECG. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was related to a biosense webster, inc. Product malfunction (unspecified) and procedure, as the atrioventricular node temperature increased. Therefore, updated sex. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional clarification was received on the event on july 19, 2018 stating that the physician¿s opinion regarding the cause of the adverse event is that it was related to a cardiac ablation procedure, as the atrioventricular node temperature increased. Manufacturer¿s reference number: (B)(4).